Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which the threaded portion of the inserter inner shaft sheared during implant positioning/alignment and was left in the cage. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The fracture surface face of the inserter inner shaft suggested instant tension fracture. Stress or tear fracture lines were observed on the inserter which suggests that excessive force was experienced during an off-axis or rotational motion. Further correspondence with the representative indicated that the implant was tightly fit in the disc space and may have experienced bone interference during implant positioning/alignment which might also be a contributing factor in the failure.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which the threaded portion of the inserter inner shaft sheared during implant positioning/alignment and was left in the cage. Surgery took place (B)(6) 2018.